Manufacturer narrative:
Date of event: the date of onset is unknown. The patient transitioned to (B)(6) on (B)(6) 2021 due to alleged event. Thus (B)(6) 2021 was utilized. Based on the information provided, it cannot be determined that the alleged wound deterioration is related to the activ.a.c.¿ therapy system and/or its use. It is unknown if and what medical intervention was performed. Kci has made multiple unsuccessful attempts to obtain additional clinical information. An evaluation of the activ.a.c.¿ therapy system is pending return of the device. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 08-jul-2021, the following information was provided to kci by the nurse: the patient's wound allegedly deteriorated and failed to heal due to neglect by the previous healthcare provider. On (B)(6) 2021, the patient was transitioned to (B)(6), and the wound improved under their care. V.a.c.® therapy was discontinued on (B)(6) 2021. No additional information was provided. A device evaluation of the activ.a.c.¿ therapy system is pending return of the device.

Manufacturer narrative:
Based on the information obtained regarding the device, kci's assessment remains the same; kci could not determine that the alleged wound deterioration is related to the activ.a.c.¿ therapy system and/or its use. The device passed quality control checks before and after patient placement.

Event description:
On (B)(6) 2021, a device evaluation was completed by quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.